Manufacturer narrative:
Unit received with blank display due to burnt components on interface board and radio frequency board. Unit received with cracked case at display window corners and belt clip slot. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have a blank screen display. Customer reported to have received excessive weak battery alarm with every battery change. Customer's blood glucose was 143 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.